Manufacturer narrative:
The distributor reported that the AED does not detect the presence of electrodes; in reality the electrodes are connected, but the device voice says: "electrodes disconnected, turning off." The distributor replaced the pads, but the problem doesn't resolve itself, and checked if the output connector was broken or worn, but on the outside it has no visible defects. The maintenance schedule is not reported. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that the AED does not detect the presence of electrodes; in reality the electrodes are connected, but the device voice says: "electrodes disconnected, turning off." The distributor replaced the pads, but the problem doesn't resolve itself, and checked if the output connector was broken or worn, but on the outside it has no visible defects. The customer did not report that this event occurred during patient use.